Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services (ts) explained possible causes for the tones and referred the patient to their health care professional (hcp) to discuss during next follow up. This subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. A replacement procedure was scheduled. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. Technical services (ts) explained possible causes for the tones and referred the patient to their health care professional (hcp) to discuss during next follow up. This subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was emitting tones. A replacement procedure was scheduled. This device was replaced and is not expected to be returned as the patient wants to keep the device. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: additional information was requested. The investigation will be updated should further information be provided.